Manufacturer narrative:
The subject device has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of three microbiological tests of three patients tissues collected by endoscopic ultrasonography (eus) and endobronchial ultrasound (ebus) using the subject device, it tested positive for streptococcus vestibularis, and the user performed microbiological tests of the subject device. It was reported that following microbes were detected from the subject device. (B)(6) 2021: the instrument channel: micrococcus luteus (1cfu / 50ml) the suction channel: micrococcus luteus (1cfu / 50ml) other detailed information such as the reprocessing method was not provided. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) but was returned to olympus (B)(4). (B)(4) sent the subject device to a third party laboratory for microbiological testing. As a result of the testing, the sample collected from the all channels of the device tested positive for micrococcaceae (1ufc/endoscope) and coagulase-negative staphylococci (1ufc/endoscope). The testing result cleared the (B)(6) guideline. Nonconformity of the subject device, which may affect the reported event, was not confirmed via device inspection result of (B)(4). Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined.